Manufacturer narrative:
Product complaint # (B)(4). UDI: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection of the complaint device showed the head component of the screw assembly has separated from the shank component, and the flex ball component of the screw head has fractured into 5 loose pieces. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. This complaint is confirmed as the flex ball component has fractured and caused the head component of the screw assembly to separate from the shank component. No definitive root cause could be determined based on the provided information. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this was an extension procedure (spinal fusion) performed on (B)(6) 2019. The patient who had had l5-s stabilization underwent the extension procedure up to th10-ilio. After removing devices on 7.5mm-45mm (s1 left), the surgeon tried to insert cfs 8.0mm-50m with the screwdriver (279751002). During the insertion the screwdriver¿s tip broke off. The surgeon broke a screw¿s head, scraped off the bone, and removed the remaining screw. A replacing screw was inserted, and the procedure was completed by approximately 30-minute surgical delay. No further information is available. Concomitant device reported: unknown screw (part#: unknown, lot#: unknown, quantity: 1). This complaint involves one (1) device.